Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 37mg/dl, 90mg/dl, 130mg/dl. Tests were done within < 10 minutes with a difference of 55mg/dl. Patient did not experience any adverse events. No further information has been reported. *note - customer was using two different kinds of test strips. They are the window strips and fastdraw strips and it is unknow to what results was received with which strips.